Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one ti port, one cath-lock, and two catheter fragments were returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for catheter separation from port, specifically for a complete circumferential catheter break on the port stem, as one of the catheter fragments was on the port stem and the other fragment was separate from the rest of the device. The break surface of the catheter was observed to be smooth and uneven and the break profile was inclined. The cath-lock had scratches on the surface, consistent with damage caused by manipulation with tools/instruments. The recorded measurement of the cath-lock inner diameter was not within specifications. The definitive root cause could not be determined based upon available information. However, the cath-lock inner diameter size may have contributed to the observed catheter tear/break at the port stem. The observations from the sample evaluation are consistent with pinch-cut ¿ catheter tearing caused by the catheter being compressed and/or kinked under the cath-lock on the port stem and external mechanical stresses applied to the catheter. It is likely that the root cause is supplier related.

Event description:
It was reported the during flush prior to chemotherapy treatment, the port catheter allegedly disconnected from the port body and migrated to the patient heart. It was further reported the patient was transferred to another facility where the port device was removed. Reportedly, the patient returned to the hospital where the surgical team implanted another port. The patient was reported to being doing well after port placement and was scheduled to receive chemotherapy treatment at a later date.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 04/2023).

Event description:
It was reported the during flush prior to chemotherapy treatment, the port catheter allegedly disconnected from the port body and migrated to the patient heart. It was further reported the patient was transferred to another facility where the port device was removed. Reportedly, the patient returned to the hospital where the surgical team implanted another port. The patient was reported to being doing well after port placement and was scheduled to receive chemotherapy treatment at a later date.